Manufacturer narrative:
(B)(4). Batch # t5at2l can you please provide more event details? Not reported. How much was the incision extended? Not extended. What is the current patient status? The patient is stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Investigation summary: four photos were provided along with the device for evaluation. Picture one shows a blue reload from batch side, the batch number is t5av7v. Some drivers can be seen from distal end. Pictures two and three show tissue with several staples on it. The staples can be seen not fully formed. Picture four shows a handle of a device with the triggers open. Batch number t5at2l can be seen. The device analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the laparoscopic radical gastrectomy, after fired on the 6 th firing, noted tissue plowing and all staples malformed with straight leg as the pictures show. Enlarged the incision, used suture to sew the wound. Operation time prolonged around 1 hour. The patient is stable and in the hospital now.